Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with recorded episode non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were believed to be caused to myopotential over-sensing. Programming adjustments were discussed; however no interventions were reported. The were no adverse patient symptoms reported.

Event description:
New information received notes that programming changes were made.